Manufacturer narrative:
Complaint evaluation: the device was evaluated by the customer, with assistance from a philips remote service engineer (rse). The reported issue was confirmed. And the cause was traced to a faulty ac power module. Customer resolution and conclusion: based on the conclusion of the evaluation. It was determined, that this was a malfunction of the ac power module. The customer was advised to replace the ac power module, to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the ac power module was broken. There was no patient involvement.